Event description:
Following elective cardioversion, using the external pacemaker function at 360 joules, the pt was noted to have reddened areas around the perimeter of the pad. Evaluated by md and found to be 1st and 2nd degree burns.